Event description:
As reported, parts of the coating of a roadrunner the firm hydrophilic wire guide separated from the device. No portion of the device was left in the patient. There were no additional procedures or prolonged hospitalization. No adverse effects to the patient occurred due to this event. Additional event information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information was received on 04jan2022: the coating was separated when the guide wire was inserted into the cystoscope. This same malfunction occurred with two devices during the same procedure.

Manufacturer narrative:
Event summary: as reported, parts of the coating of a roadrunner the firm hydrophilic wire guide separated from the device. The coating was separated when the guide wire was inserted into the cystoscope. This same malfunction occurred with two devices during the same procedure. No portion of the device was left in the patient. There were no additional procedures or prolonged hospitalization. No adverse effects to the patient occurred due to this event. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, and quality control data. It was reported that the user facility would not be returning the complaint device. A picture was provided that shows the distal tip separated. It appears in the photo that a section of the polymer jacket has separated as well as a portion of the metal part of the wire guide. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The wire guide is not supplied with an IFU. Cook has concluded a cause for the complaint cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.